Event description:
Information was later received that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device exhibited an error code stating the voltage was too low for the projected remaining capacity. Therefore, it was recommended that the device be explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003), had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery. Returned product analysis was able to confirm the reported clinical observation.

Manufacturer narrative:
This investigation will be updated should further information be provided.